Event description:
The electrode pads are very sticky with a lot of goop on them. When she takes them off it pulls the skin off because they stick too much.

Event description:
Picture of injury received from end-user shows a pink mark on the skin. No skin was pulled off as previously stated.